Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating. A technical support specialist (tss) dialed into the production server and executed a site-down query, identifying multiple pending messages with no interface disconnection and confirming that all required services were running. The tss re-executed the query and observed that messages were gradually processing to the pyxis machine while high memory utilization was noted on the structured query language (sql) database server. The tss confirmed that memory allocation settings were adjusted by the upgrade engineer, which resolved the issue, and no further problems were reported, after which closure approval was obtained. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server user stated that all devices were not communicating. Remote smart service was showing as online. The issue began at approximately 03:44 am, and all affected devices have been placed on critical override due to the impact on medication access. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.